Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation (mr). The mitraclip delivery system (cds) was advanced to the mitral valve. However, the clip failed to establish final arm angle (efaa). Troubleshooting was performed (unlocked the clip, opened to 120 degrees, the grippers stayed down and closed the clip. Efaa failed again. The clip was not implanted was removed. A total of two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis did not confirm the reported unintended movement- clip opening during establishing final arm angle (efaa). The discrepancy between what was reported (clip open efaa) and what was observed (no issue with the clip) likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed, a cause for the reported unintended movement - efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.